Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was loss of device integrity.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that per corelab image read of the 6m dsa imaging on 22aug2019, pipeline braid collapse was identified. No symptoms or actions taken were reported in association with this finding. There was no impact to the patient. There were no additional medical interventions required to prevent permanent injury or impairment. The patient was undergoing surgery for treatment of a saccular, previously ruptured aneurysm ( 03 dec 2018) in the right internal ca rotid artery c7 sidewall with a dome height of 8.2 mm, width of 6.1 mm,  max diameter of 8.2 mm and a 3.2 mm neck diameter. The aneurysm was not previously treated. It was noted the patient's baseline aneurysm symptoms were a localized headache and ptosis.